Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer jumped into a pool while wearing the pump. Subsequently, although the pump was able to beep and vibrate, it was otherwise unresponsive and stopped all insulin delivery. The customer's blood glucose level was 160 (mg/dl). Reportedly, the customer would use manual injections as alternate insulin therapy.